Manufacturer narrative:
Philips service replaced the geo io box and restored the system to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the emergency stop was activated, and gib failure was identified on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.